Manufacturer narrative:
Patient information is unknown. Date of event is unknown. This report is for an unknown nail head elements: helical blade /unknown lot. Part and lot number are unknown; UDI number is unknown. Explant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally implanted on (B)(6) 2018 for a femur fracture. A trochanteric fixation nail (tfn) system was used. The patient went for a follow up exam on (B)(6) 2018 an a x-ray was performed revealing a lateral and rotated helical blade.. It is unknown if the surgeon is planning on taking the patient back for a revision. If the patient does have surgery the sales consultant plans to request the explants. Concomitant medical devices: unknown nail (part number unknown, lot number unknown), unknown distal locking screw (part number unknown, lot number unknown). This report is for an unknown nail head elements: helical blade. This is report 1 of 1 for (B)(4).

Event description:
This report is for an unknown nail head elements: tfn helical blade.

Manufacturer narrative:
This is not a single use device that was reprocessed and reused on a patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Corrected data: manufacturer site is unknown since this is an unknown part. Additional narrative: an investigation was performed as follows: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Updated (B)(6) 2018 for investigation of provided post op x-rays. Device still not returned. It was reported that a patient was originally implanted on (B)(6) 2018 for a femur fracture. A trochanteric fixation nail (tfn) system was used. The patient went for a follow up exam on (B)(6) 2018 an a x-ray was performed revealing a lateral and rotated helical blade. It is unknown if the surgeon is planning on taking the patient back for a revision. If the patient does have surgery the sales consultant plans to request the explants. This complaint is confirmed. The provided post op x-rays show a laterally displaced helical blade (with respect to the nail). Whether this complaint can be replicated at customer quality (cq) via functional test is not applicable for this complaint condition. A review of the device history records was unable to be performed since the lot number was unknown. A material check or dimensional analysis could not performed at cq because the device was not returned for investigation. Tabulated product drawing 456_300 for the family of trochanteric fixation nail (tfn) helical blades was reviewed during this investigation. No product design issues or discrepancies were observed. The tfn design and clinical risk management was reviewed and found to adequately address the harm of this complaint condition. The complaint is adequately addressed by the risk assessment. A definitive root cause was unable to be determined based on the provided information and lack of returned device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that due to the patient¿s age, the surgeon elected not to bring her back for re-operation.